Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while on ilet therapy. Severe hyperglycemia requiring emergency department evaluation is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that an occlusion alert was generated prior to the onset of persistent hyperglycemia. An attempt was made to resume insulin delivery; however, the occlusion persisted and insulin delivery was not restored. The caregiver subsequently administered a correction injection after persistent hyperglycemia developed, and the user was evaluated in the emergency department where the blood glucose was measured at 451 mg/dl and IV insulin was administered. Follow-up confirmed that replacement of the infusion set and tubing resolved the occlusion and glucose values subsequently returned to range. Review identified no evidence of malfunction beyond the reported occlusion event. Based on available information, the event is attributed to interruption of insulin delivery secondary to an occlusion. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 451 mg/dl, resulting in emergency room treatment. The user was treated with IV insulin and released the same day. No long-term health effects were reported.